Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had experienced low blood glucose at 40 mg/dl as well as high blood glucose at 600 mg/dl. The caller declined helpline assistance at that time.